Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with a dialysis catheter. The customer states air-alarms were frequent during hemodialysis two months after catheter placement. Cracks and air leakage were found on the space joint of the catheter's arterial end. The catheter was pulled and replaced.